Manufacturer narrative:
(B)(4). No samples were returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking fluid into the over pouch of the bag. The leak was discovered at the end user facility prior to patient infusion. This report documents no patient involvement or adverse events. No additional information is available.